Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with intraperitoneal injection of tobramycin (40mg, once a day, night dwell, ongoing) and vancomycin injection (1g, once in five days, ongoing, route not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
Additional information: b7 should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a2, a3, b5, b7. B5: upon follow up, it was reported that the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.